Manufacturer narrative:
Investigation into this event shows that the calibration and the instrument were operating properly. The false non-reactive vitros anti hbc igm results are inconsistent with the reactive anti hbc igm, reactive ahcv and reactive ahbc results on a non vitros assay, supporting that this event is a sample related event. This event occurred on two separate days (in 2008 and 5 days later) with the same sample from the same pt. Review of the instrument datalogger files confirm the customer had obtained acceptable positive and negative controls for ahbc igm the day of the event. There was no evidence of instrument malfunction during the event. The initial vitros false non-reactive anti hbc igm result was reported along with the results from the non vitros assays. There was no report of pt harm. The root cause of the false non-reactive result is unk, although it is possible that an unk interferant in the sample may have caused the false non reactive results.

Event description:
An ocd lab specialist (ls) observed a non-reactive ahbc lgm results with a sample from a pt tested on the vitros eci analyzer. These results did not agree with results generated on an alternate test method nor match other hepatitis marker assays. Qc results were within acceptable ranges. Erroneous anti-hbc igm results may lead to confusion in the diagnosis and treatment of acute hepatitis. The non-reactive vitros ahbc igm results were reported as were the reactive ahbc igm results were reported as were the reactive ahbc igm results obtained from the alternative test method. There was no allegation of harm as a result of this event.